Event description:
It was reported that the pump was hot to touch during charging. There was no reported adverse impact to customer's blood glucose level. The customer reverted to alternate insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Manufacturer narrative:
On (B)(6) 2022, the distributor reported the additional information: a pump evaluation was performed and it was determined that the pump did not experience battery charging issue. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803. On (B)(6) 2022, the distributor reported the additional information: a pump evaluation was performed and it was determined that the pump did not experience battery charging issue. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.